Manufacturer narrative:
The manufacturer previously reported receiving information alleging a patient's blood oxygen saturation decreased while using a ventilator. The patient was removed from the ventilator and manually ventilated with a resuscitation bag and subsequently transported to the hospital and admitted. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was not duplicated. The device operated and alarmed as designed. The device will be disposed of without repair as it is intended for lease-up purposes.

Event description:
The manufacturer received information alleging a patients blood oxygen saturation decreased while using a ventilator. The patient was removed from the ventilator and manually ventilated with a resuscitation bag and subsequently transported to the hospital and admitted.   The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Device not return.